Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to fluid invasion inside the optical guide plug section. The image was restored to normal after drying. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a blackout. The event occurred during setup/inspection for use. There was no patient involvement.